Event description:
Six inch catheter placed r median basilic vein without incident. Within seconds to mins, pt complained of feeling flushed in fact developed hyperemia of face, then complained of nasal congestion, peculiar feeling with swallowing, soft palate and uvula appeared pendulous. After a short period of observation, frank hives appeared on skin. At that point, catheter was removed and benadryl given i.m. With resolution of symptoms over about 1/2 hr. No medication had been infused; only saline flush of catheter had been performed. This occurrence was a somewhat sobering experience for rptr. This occurred with only a 6" catheter; rptr wonders if a more severe reaction would occur with the 60 cm catheters this co makes as peripherally inserted central catheters.